Event description:
No additional information was provided.

Manufacturer narrative:
Four photos of a 3ml luer-lok syringe with needle attached were received by bd. A quality engineer was able to examine the photos from batch 3348875 regarding item 303401. Two of the photos show the sealed package with one being a close-up image showing all applicable product information. One of the photos shows a sealed package with the syringe included with no defects observed, and one photo shows one loose syringe with all of the scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the scale markings missing defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3348875 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 303401, batch#: 3348875. It was reported that the bd syringe 3ml ll w/interlink vac had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. 3ml bd luer-lok tip with vial access cannula syringe without ml markings. Product#: 303401. Lot#: 3348875.